Manufacturer narrative:
Though, there was no injury reported in this event, there have been previously reported events resulting in an injury necessitiation medical / surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that an x-tip drill separated, the separated piece was retrieved.